Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that a ventricular tachycardia (vt) storm occurred and the device delivered appropriate therapy "fifty times." The device reached elective replacement indicator (eri) and was replaced. It was further reported that the right ventricular (rv) lead rwaves dropped, threshold increased, and high impedance occurred. The lead remains in use with no intervention taken. No patient complications have been reported as a result of this event.